Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d9, g3, g6, h2, h3, h6, h11. Visual evaluation of a picture provided identified bio-debris and a black speck on the foam insert. Evaluation of the returned product could not identify any evidence of the black speck reported and packaging was not returned for review. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported during knee arthroplasty that when the tibial tray implant was opened, a small speck was discovered in the packaging. It is possible that the speck fell in upon opening, however, this could not be confirmed. No adverse events were reported as a result of this malfunction.